Manufacturer narrative:
Title: a comparative prospective study of short-term outcomes of extended view totally extraperitoneal (e-tep) repair versus laparoscopic intraperitoneal on lay mesh (ipom) plus repair for ventral hernia source: surgical endoscopy (2021) 35:5072¿5077 https://doi.org/10.1007/s00464-020-07990-x. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between july 2018 and july 2019, a prospective study compared outcomes of totally extraperitoneal (e-tep) technique with 46 patients. Barbed suture was used to close the hernia defect and the peritoneum with posterior rectus sheath. Postoperative complications included: recurrence in two patients due to posterior rectus sheath dehiscence. Patients were readmitted and required reoperation. Seromas were asymptomatic and not related to the device.